Manufacturer narrative:
Reliability analysis inspected 3 opened and used sensors and performed visual inspection and found 2 of 3 sensors are damage. First sensor was found with cannula broken with broken part still in tubing. Second sensor was found with cannula bent. Analysis was unable to confirm if the customer received the sensors in said condition due to customer returned the sensor opened and used. One remaining opened and used enlite sensor and performed bicarbonate buffer test. Sensor failed per specifications due to low readings.

Event description:
The customer reported via phone call that the sensors were damaged. The customer also reported that the sensor had inaccurate readings. The customer's blood glucose was unknown at the time of incident. The customer stated that the sensors did not have cannulas. The customer declined to troubleshoot. The customer stated that the issue was resolved by a complete sensor change. The sensor will be returned for analysis.